Event description:
Report rec'd with returned product that the "extension" (catheter) was "malfunctioning." The pump was reported as both moving in the pocket, most likely due to the physician not using provided anchor for the device, and as being near normal end of life. Devices were replaced, and explanted devices were sent to MFR for analysis.